Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a cotton tipped applicator. The customer reported that while cleaning his tracheostomy tube, the wooden handle of the applicator broke off inside the tube. Then, before he could remove the broken handle from his tracheostomy tube, he coughed and the wooden handle became lodged in the lining of his trachea. He had to go the emergency room to have the broken tip removed with a scope and forceps. He was then placed on prescription antibiotics for seven days, but does not remember the name of the drug.